Event description:
It was reported the luer connector was found to be cracked. No patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received in used conditions without original package. Visual inspection results from visual inspection: it was observed a cracking on luer lock adapter female, complaint was confirmed. The cause of the reported problem was determined to be supplier item fault. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.